Manufacturer narrative:
The status of the device is unknown. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, grade unknown.

Event description:
Health professional called to report "capsular contracture become limp and squashed and crushed." Baker grade and side unknown. The status of the device is unknown.